Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing foley catheter, there was resistance in the catheter despite all of water been removed from the balloon. Urology was consulted the fellow adurey stout removed foley. Once removed the catheter balloon showed to be defective and had inverted on itself. Urology aware and said no need to follow up. Ref number of item 175808. Lot number ngks3922.

Event description:
It was reported that when removing foley catheter, there was resistance in the catheter despite all of water been removed from the balloon. Urology was consulted & fellow (B)(6) removed foley. Once removed the catheter balloon showed to be defective and had inverted on itself. Urology aware and said no need to follow up. Ref number of item 175808. Lot number ngks3922.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.